Manufacturer narrative:
Patient information: no specific patient information was provided. This report is being filed on an international product, architect syphilis tp, list 8d06-74, that has a similar product distributed in the us, list number 8d06-31/-41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a (B)(6) architect syphilis result. The sample generated (B)(6) on architect ((B)(6)) and trust methods. The sample generated (B)(6) results on roche ((B)(6)) and elisa ((B)(6)) methods. No adverse impact to patient management was reported.

Manufacturer narrative:
A review of complaint and trending data did not identify any trends related to the complaint issue. The device history records review associated with complaint lot 26001be01 did not identify a nonconformance, potential nonconformance or deviation. Labeling was reviewed and sufficiently addresses the customer¿s issue. Return testing was not completed as returns were not available. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent assay was identified.